Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: on investigation, the alleged call service alarm was verified in the black box and duplicated during the evaluation. Review of black box data found record of the motor rewind error related alarm on the complaint date. The pump powered up to the verify screen with auditory and vibratory features. All the buttons responded properly. The rewind/load/prime sequence and the 24-hour basal exercise were unable to be completed due to call service 078 alarm. Pump casing was opened and evidence of moisture intrusion was found on the motor wire connector.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alarmed for call service 078, a motor rewind error related alarm, more than 3x in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.